Event description:
It was reported that bd alaris extension set was leaking the following information was received by the initial reporter with the following verbatim: leaking back to inflow after priming.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
It was reported by customer that leaking back to inflow after priming. One sample of material number 20129e was received for quality investigation. Visual inspection was conducted and not damages or abnormalities were identified. The extension set was then connected to a sample bd infusion set and primed with water. There were no issues with leakage, air-in-line or occlusion. A simulated infusion was then conducted at a flow rate of 1ml/hr for 24 hours. There was no indication of leakage, air-in-line, occlusion or backflow of the fluid during the simulation. The customer complaint of backflow could not be confirmed. A root cause was not determined because the reported failure was not replicated. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.